Manufacturer narrative:
1) the user did not leave specific contact information,it is impossible to confirm whether the user has carried out pcr and use ihealth covid-19 antigen rapid test respectively at the same time .there may be differences in test results at different time points, a false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 2) no reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). 3) there was no information provided regarding the lot number of the antigen test kit, and the patient/user chose not to release contact information; therefore, could not conclude if the test kit was a counterfeit product or not.

Event description:
Event description: user used ihealth at-home covid test . Both were positive (t line showed very faint). However, I took a pcr test, and both were negative.